Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt was to be monitored by hospital telemetry following the event and continued to wear the lifevest. H3, h6: device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor (B)(4): 02/2014 - reuse; electrode belt (B)(4): 06/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. (B)(4).

Event description:
A united states distributor contacted zoll on (B)(6) 2014 to report that a pt experienced two inappropriate defibrillation treatments. Motion artifact contributed to the false detection. The response buttons were not used during the entire event. The energy of the delivered pulses were 8j and 9j respectively. The low energy shocks were likely due to the pulse being delivered into an open load. It is likely that the therapy electrode pads on the lifevest were not making full contact with the pt. Following the event, the pt was to be monitored by hospital telemetry and contributed to wear the lifevest.